Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 429888 lead, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a loss of capture when the right ventricular capture management test would run and change the settings to rv only pacing. It was noted that long pauses were observed on telemetry every half hour during the test. It was also noted that the right ventricular (rv) lead had high threshold measurements. Reprogramming was done, and the device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.